Event description:
Nurse called to report that a nurse connected an infusion to a pt and when she closed the door to program the device, it started leaking from behind the door. The leak was reported to be coming out from below the upper fitment. The nurse reported the leak was mostly saline, which the pharmacy had primed the tubing with, but may have been mixed with methotrexate since that is what was in the bag. The nurse called for a spill kit, placed the chemotherapy back in the bag from pharmacy, and the room was cleaned. The nurse had to wait until morning to get a new bag of methotrexate since the chemo pharmacists do not work at night. The pt's infusion was delayed. There was no report of pt or user harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.